Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60g reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward, ejecting the most proximal staples and locking the cartridge. The cartridge was reset and was loaded into the returned device; the device achieved complete 3-strokes and fired without any difficulties noted. Event could not be confirmed as the reload was loaded without any difficulties, and no device was received for analysis.

Event description:
It was reported that during an open pancreatoduodenectomy, the device was locked out at the second firing. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the firing trigger had not been grasped. When the sales rep received the cartridge, it was found the sled had moved forward.